Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that patient underwent a revision procedure approximately twenty years post-implantation due to unknown reasons. The surgeon revised the competitor cup and zimmer head. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown, unknown stem, unknown. Unknown, unknown liner, unknown. Unknown shell. Reported event was unable to be confirmed due to limited information received from the customer. Review of provided x-ray shows that the acetabular cup exhibits protrusion and possible signs of loosening, there is varus malalignment of femoral stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.